Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occured during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
The user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. There were no occlusions to the drain. The drain line and the drain height were within specifications. The machine was tested by the biomedical technician and has passed all testing. The machine is back in use.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that they ran the machine through testing, and the machine passed all tests. The machine was returned to service with no further issue. No parts were returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.